Event description:
The customer reported that the system displayed a generator missing and an extra frame sync error message. Also an x-ray disabled message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, the video controller, the system interface and the generator interface boards were replaced. The flash and the software were reloaded. The system was tested and found to be working as intended and put back into service.